Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because no device/lot information was provided. Based on the available information, a definitive cause for the reported patient effects of unchanged mitral regurgitation and heart failure resulted in death could not be determined. Reportedly, the reported patient effects of death, mitral regurgitation (mr) and heart failure as listed in IFU, mitraclip ntr/xtr system, are known possible complications associated with mitraclip procedures. Although, a conclusive cause for the reported patient effects, and the relationship to the device, if any, cannot be determined, there is no indication of a product issue with respect to manufacture, design, or labeling. Literature attached: "feasibility of the transcatheter mitral valve repair for patients with severe mitral regurgitation and endangered heart failure.¿

Manufacturer narrative:
The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature: "feasibility of the transcatheter mitral valve repair for patients with severe mitral regurgitation and endangered heart failure¿.

Event description:
This is filed to report heart failure and death. It was reported through a research article that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve, and the clip was deployed. However, mr was unchanged. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Then within 30 days post-procedure, the patient experienced heart failure and died. Specific patient information is documented as unknown. Details are listed in the article, titled "feasibility of the transcatheter mitral valve repair for patients with severe mitral regurgitation and endangered heart failure.¿ no additional information was provided.